Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Visual inspection of returned tasp shim identified that one ball bearing an associated spring were found missing. The ball bearing and spring were not returned for review. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. It was also noted that there were scuff marks on the distal surface and discoloration all over the device. Dimensions were found conforming to print specs where measured. This device is used for treatment. It was reported that the device underwent sonic cleaning, but the details of the process are unk. A corrective action found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. FDA recall z-1052-2015 contains all tasp shim lots.

Event description:
It was reported that it was discovered that the instrument was missing a ball bearing after sonic cleaning.